Event description:
During an endoscopy procedure, the physician selected a hercules 3 stage wire guided balloon to dilate the stenosed descending colon. When the user inflated the balloon for the third dilatation, the balloon ruptured. He attempted to remove the device from the endoscope, but the balloon got stuck at the distal end of the endoscope channel. The balloon then detached from the catheter. They attempted to remove the catheter, the detached balloon and the endoscope all together. The detached balloon restricted it so they left the detached balloon inside the patient's body and removed only the catheter from the endoscope. They then attempted to remove the detached balloon using forceps, but were unsuccessful. The physician determined the balloon will be excreted with the stool and completed the procedure. The section of the device was left to pass naturally. Other than the attempted removal of the device portion, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our evaluation of the returned device confirmed the report. The balloon is missing except for approximately 5 mm of the proximal balloon joint. The proximal balloon joint remains attached to the catheter. It appears the balloon was ripped approximately 5 mm from the proximal balloon joint. The tip of the device is also missing. There is adhesive present on the catheter at the point of the distal balloon joint. There is a kink in the catheter 5 mm proximal to the balloon. Further evaluation could not be performed due to the condition of the returned device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual-conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to resistance in advancement and removal from the accessory channel is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement and removal. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contain the following warning: "do not advance the balloon dilator if resistance is encountered. Assess the cause of resistance to determine if dilation should be re-attempted. The instructions for use direct the user to apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Then, the user is instructed to remove the deflated balloon from the accessory channel. The application of a vacuum will aspirate all residual fluid from the balloon and ease removal of the balloon from the endoscope. If these instructions are not followed, this could have contributed to the reported observation. The instructions for use contain the following precaution: "a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use state, "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically. Monitor endoscopically until the balloon is in the desired position within the stricture." The instructions for use contain the following warning: during dilation do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in overextension or bursting of the balloon. To achieve increasingly larger balloon diameters, increase pressure as indicated on the catheter tag. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wire guided esophagean-pyloric-colonic balloons are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.